Manufacturer narrative:
D4 expiration date was updated. The investigation found that the event was consistent with a sample-specific issue. There was no product problem found. The elecsys hiv duo assay performed within specification.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable false positive elecsys hiv duo results from the cobas e 801 analytical unit. It was unclear if the samples were from the same patient. Clarification was requested. Sample 1 initial result was 65.6 coi (reactive). Sample 2 initial result was 1.18 coi (reactive). Both samples were reactive by hiv combi at the reference laboratory. Additional information was provided that sample number (B)(6) was reactive for the hivag antigen, but negative by nat at the reference laboratory. It was unclear if this was sample 1 or sample 2. Clarification was requested.